Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. H6 code of e2402 was chosen to capture the event of phytobezoar. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Phytobezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient had their tubing replaced due to phytobezoar formation endoscopically with use of fluoroscopy.